Event description:
A customer observed a non-repeatable positively biased tsh result on a pt sample. The result was reported, and treatment initiated based on the result. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.